Event description:
A lens accountability form for a cc4204bf collamer plate lens was received with the reason for returned noted as "capsule tear, incision enlarged, vitrectomy and sutured". Further information was requested from the surgeon but not yet forthcoming. If any additional information is received a supplement medwatch form will be submitted. This lens is currently implanted in the patient's right eye.

Manufacturer narrative:
Evaluation codes: method - (other) lens work order search. Results - (other): visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage to the lens. A work order search was performed and there were no similar complaints found. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.